Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown restoration stem. Cat # unk, lot # unk, description: unknown v40 head. Cat # unk, lot # unk, description: unknown cone body. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
As per op report patient was revised due to infection.